Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed. The ams700 device was visually inspected and functionally tested. There were leaks in both cylinders due to input tube wear. One cylinder had a fold wear leak. Both cylinders had broken fabric threads. The reservoir performed within specifications. The pump was not functionally tested due to contamination. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the pump component remaining depressed upon release. All components of the existing ipp were explanted and replaced with a new device. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the pump component remaining depressed upon release. All components of the existing ipp were explanted and replaced with a new device. No patient complications were reported.